Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported leakage of the valved entry system occurred during a vitreoretinal procedure. The issue was resolved by using trocar plugs. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Review of the related device history record for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Complaint history examination indicates there are 20 additional complaints associated with the lot for the reported issue. Three opened trocars were received for evaluation. The returned samples were visually inspected. One sample was conforming and two samples were non-conforming with open valves. The conforming trocar was then functionally tested for leaking and was found conforming. The visual examination of the valve identified an open valve condition. The evaluation of the valve could not determine the cause for the open condition. The exact root cause for this complaint is unknown. An investigation has been opened in order to determine the root cause for this valve condition. Corrective and preventive actions will be implemented upon completion of the investigation. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is (B)(4).